Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he had a battery issues on the insulin pump. Customer stated that he received a low battery alarm on 2 occasions and now the battery is dead. Customer has no more batteries on hand so the pump cannot be turned on. Customer received an off no power alarm. Customer stated that he is currently at work. Customer does not feel comfortable with the pump so the pump will be replaced.

Manufacturer narrative:
The insulin pump was received with blank display due to corroded battery cap contacts noted; using a test battery cap the insulin pump powered up properly. The operating currents are within specifications. The insulin pump passed displacement test and off no power test. The insulin pump has minor scratches on the lcd window, cracked case at the lcd window corners, cracked reservoir tube lip, scratches on the reservoir tube window and cracked battery tube threads. The insulin pump was returned without the belt clip.